Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that patient presented with an infection a week after he underwent unknown procedure, weeks later on (B)(6), he was hospitalized due to cellulitis on left anterior leg.